Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient has been indicated for revision due to acetabular ostelysis. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event should not have been reported under this MFR number. This report should be voided and a new report will be filed under MFR number 3005751028.